Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that a cystoscopy was performed and it was observed that the artificial urinary sphincter (aus) was barely coapting. A revision surgery was performed to remove the pressure regulating balloon (prb) that migrated almost to the scrotum. Upon removal, a small hole was observed in the prb causing fluid leak. A new prb was implanted in a better location. The patient fully recovered post-procedure.